Event description:
Pt experienced an infection in the area of the medial valve which expressed yellow drainage. The pt was treated in the unit with IV antibiotics (ancef and gentamycin)). The pt was transferred to a local hospital after dialysis. The dialysis clinic reports that the devices were subsequently explanted in 2004. One of the nurses reported redness at the medial valve for approximately one week but no drainage expressed unit 4 days earlier.